Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station entered recovery mode in the middle of a case and prompted for a password. The user rebooted the station twice; however, the issue persisted. Upon checking rss, the station was found to have been offline for 16 hours. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was on recovery blue screen. A field service engineer (fse) reimaged the device and ensured that network was correct and communicating. Further the fse performed data synchronization, pushed packages and installed rss and ensured rss was working properly. Tested in hardware test application and customer performed inventory. The system functioned as intended after the field service engineer troubleshot the device.